Event description:
It was reported that the user experienced alert 38 indicating a motor stall after multiple restarts, performed a dry run during the call where the alert did not recur, replaced all infusion supplies, and resumed insulin delivery with plans to monitor, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified related to a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.